Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 40 mg/dl. The customer was treated with food. The customer was unable to complete troubleshooting due to low blood glucose. The customer stated that emergency medical service were called. The customer stated that her pump shows her blood glucose at 58 mg/dl and her sensor shows 53. The customer ate a small banana to treat her blood glucose. The customer stated that she going to hang up so the she can treat her blood glucose.